Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 99% stenosed target lesion was located in the severely calcified circumflex (cx) ot obtuse marginal (om) bifurcation. A 1.5x8mm apex balloon was used for predilation as well as a 2.0x8mm non bsc balloon. A 2.50x8mm taxus liberte drug eluting stent (des) was then advanced to the cx, and when the physician was trying to make the turn into the om, the device was unable to make the bend. The physician pulled back the taxus liberte des to predilate the lesion again, but it was believed that the calcium caught the stent while pulling back; the physician felt a "pop" and it was believed that the stent has come off of the balloon. The physician brought the stent delivery system (sds) all the way out of the body to confirm that the stent had dislodged. The physician began fluoroscopy of the area and scanned all the guide wires but could not visualize the des. The physician then took a 1.5x6mm non bsc balloon and went over the same om guide wire and inflated the balloon to 4 atms and pulled the inflated balloon back through the cx and om, in hopes of pulling out the dislodged des, but the attempt was unsuccessful. The om was also scanned for the des but it was not found. The physician searched three different times with the inflated non bsc balloon in hopes of finding the dislodged stents but found nothing. A 2.0x8mm non bsc stent was then placed in the ostium of the om and predilation was performed in the cx near the bifurcation with a 3.0x12mm quantum maverick balloon. The physician performed another run with the 1.5.x6 non bsc balloon going over the om wire and back through the cx to be sure the stent was not in the vessel. A 3.00x20mm taxus liberte des was then implanted in the cx. The physician was in hopes that if the first 2.50x8mm taxus liberte des had become stuck in the calcium of the cx, then the second 3.00 x20mm taxus liberte des would have crushed it against the vessel wall. The pt was asymptomatic, no issues with blood pressure or chest pain. The end result was successful with no negative neurological results. The pt's current condition is listed as "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.